Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/05/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, the down arrow keypad button was found to be intermittently unresponsive. The contrast keypad button was found to be unresponsive, which has no effect on insulin delivery function. The up arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the top and below the bumper pad. No battery cap was returned with the pump. A test battery cap was used to complete all testing. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.